Manufacturer narrative:
As reported, during preparation of the avitene flour with saline solution, a hair-like foreign material was observed. Photo provided by the customer shows what appears to be a strand of hair or fiber visible in the bottom of the tray containing the avitene flour. The subject device was returned for evaluation. The sample evaluation confirms that what appears to look like a human hair, black in color, is present in the product. As reported, the foreign material was not noted as an out of box condition. At this time, it cannot be determined when the foreign material was introduced into the product, as such no conclusion can be made. No conclusions can be made as evaluation is ongoing at this time. When sample evaluation is completed, a supplemental MDR will be submitted to document the result of sample evaluation. Review of manufacturing records indicates the product was manufactured to specification with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of 3990 units released for distribution in february, 2021.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, during preparation of the bard/davol avitene flour with saline solution, a hair-like foreign material was found. There was no damage noticed on the outer package. There was no reported patient injury.

Manufacturer narrative:
As reported, during preparation of the avitene flour with saline solution, a hair-like foreign material was observed. Photo provided by the customer shows what appears to be a strand of hair or fiber visible in the bottom of the tray containing the avitene flour. The subject device was returned for evaluation. The sample evaluation confirms that what appears to look like a human hair, black in color, is present in the product. As reported, the foreign material was not noted as an out of box condition. At this time, it cannot be determined when the foreign material was introduced into the product, as such no conclusion can be made. No conclusions can be made as evaluation is ongoing at this time. When sample evaluation is completed, a supplemental MDR will be submitted to document the result of sample evaluation. Review of manufacturing records indicates the product was manufactured to specification with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of 3990 units released for distribution in february, 2021. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. As stated in the preliminary evaluation, the sample evaluation confirms what appears to look like a human hair, black in color, is present in the product. Review of manufacturing records/practices shows the operators are fully gowned during the entire manufacturing process. As reported, the foreign material was not noted as an out of box condition and it is unknown if the user was fully gowned prior to opening the product or how the product was handled. Based on the sample evaluation and investigation performed, the reported event was confirmed; however, it cannot be determined when/where the material was introduced into the package; root cause is undetermined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during an unknown procedure on 12-apr-2022, during preparation of the bard/davol avitene flour with saline solution, a hair-like foreign material was found. There was no damage noticed on the outer package. There was no reported patient injury.